Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description. According to the information provided by the technician, the device failed pressure transducer test during pre-use check and nozzle units on air and o2 gas modules were replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as a defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Since no parts and device's logs were provided for further analysis, the root cause of the event has not been determined.